Event description:
The healthcare professional, via the manufacturer representative, reported the lead broke during the procedure when changing the stylet. It was stated the electrode was bent, so the hcp requested a new lead. A new lead was opened and the case continued. The issue was resolved.